Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer also stated she had a seizure prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.